Manufacturer narrative:
The cause of the lead migration and fracture are unknown. There are no known reports of external trauma or strenuous activities. The initial plan was to only replace the fractured lead and correct the positioning of the second lead. During the procedure the second lead and the implantable pulse generator (ipg) were damaged, thus triggering those components to also be replaced. The explanted components were retained by the facility and not available for further inspection and investigation by the firm.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In december 2023 the firm was notified that the patient had reported loss of therapy and imaging done at the physician's office confirmed one implanted lead had migrated and the second implanted lead had fractured. A surgical revision was performed on (B)(6) 2023 to replace the nalu system.